Event description:
Device 1 of 2. Reference MFR. Report#:1627487-2019-05427.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR. Report#:1627487-2019-05427. It was reported the patient experienced ineffective stimulation from the scs system. It was noted the patient denied reprogramming. As such, the patient may undergo surgical intervention to address the issue.